Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) responded to a customer report of recent device failures and arrived onsite to assess the device for any active or historical issues. No failures were present at the time of service. A proactive inspection of the entire device was performed, including drawers, cabling, power components, and internal connections, with no hardware or mechanical issues identified. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es central pyxis unit experienced multiple reoccurred hardware failures, including frequent pocket and component failures. The customer requested guidance on whether routine maintenance procedures or software/firmware updates were required to address or prevent these ongoing hardware issues. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.